Event description:
It was reported that the cardiosave intra aortic balloon pump had failed pim leak test during preventive maintainence. There was no patient involvement.

Manufacturer narrative:
Due to characcter limit in e1 section event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
N//a

Manufacturer narrative:
Updated fields: b4, d9, g1- contact person-mfg site, g3, g6, h2, h6-type of investigation code, investigation findings code, investigation conclusion code, component code and h11. The getinge field service engineer has replaced the pneumatic interface module and the issue has been resolved.the unit passed all functional and safety tests according to factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received part pneumatic module with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed.